Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. Pump was returned for investigation. No physical damage were observed on reposition sheath. As per clinical notes, blood was leaking through reposition sheath and pump was replaced with new impella cp. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. Correction : section b1 and b2 are updated as they were inadvertently marked incorrect in the initial report. Section h6: the clinical code has been updated as it was inadvertently coded incorrect in the initial report.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 53-year-old male (race unknown) undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Blood was leaking through the repositioning sheath of the impella cp. The impella was replaced with a new impella cp.